Event description:
Reporter alleged the customer obtained a result of 141 mg/dl on the advantage system and took 22 units of novolog based on that result at 8:00 am reporter stated that at noon, the customer obtained a result of 145 mg/dl on the same system and thirty minutes later, he felt sweaty, cold, shaky, and clammy. Reporter stated that customer obtained a result of 316 mg/dl on the same system and she called for an ambulance. Reported stated they obtained a result of 39 mg/dl on their system at 12:45 pm and treated the customer with an IV to raise his blood glucose levels while taking him to the hospital where he was kept overnight. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.